Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output and telemetry anomaly. Also reported was that the device could not be interrogated.~~~~~~~~